Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist informed them that they have bone deterioration and that they now require periodontal cleaning's. They have never been diagnosed with either issue prior to using the byte day aligners.